Event description:
It was reported that the health care professional (hcp) requested a review of stored episode for the patient with this implantable cardioverter defibrillator (ICD), a wide complex rhythm was observed on external monitor. Technical services (ts) discussed ventricular arrhythmia episodes below therapy zone. Ts noted atrial arrhythmia episodes in configured collection period with possible farfield oversensing of ventricular signals in the atrial channel. This ICD remains in service. No adverse patient effects were reported.